Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen was unresponsive. Customer states that the pump was dropped and the screen was still illuminated on the 1, 2, 3 screen but was unable to interact with the touchscreen. Customer decided to reset to pump (prior to call). Upon turning the pump back on, customer states that the pump unlocks fine, but is unable to interact with the lower-half of the screen. The customer's blood glucose level was 170 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.